Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. There were no allegations against the device function at the time of explant. Laboratory analysis later identified a leaky capacitor within this device.